Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the sb936, detachable pouch 3x6" 5ea/box was being used on (B)(6) 2023 and ¿during the surgery, the plastic top covering the eyelet has come off¿. Per further assessment it was found that "the piece fell inside the abdomen and was retrieved.". There was no impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.